Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
The jaws of the applier were found bent before a surgery. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-piece lot in july of 2021. Evaluation of the returned instrument shows that the tips are loose and misaligned, and the jaw pivot pin is pulled thru one side of the damaged/bent outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent, and its bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod to become bent and for its bosses to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws of the applier were found bent before a surgery. Therefore, a new unit was used instead.